Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the qc printouts. While troubleshooting the customer found wash probe 2 was missing the tip and installed a new tip, ran controls and almost all of the analytes came back in range. Fse inspected probe 2 and the inner plastic tubing was damaged. Fse then inspected the wash syringe, substrate syringe and sample nozzle for leaks, none was found. Fse replaced the wash probe 2 and performed all alignments to probe 2, customer ran qc again, and some of the controls were still out of range; the customer had calibrated these analytes with the probe tip off thus giving bad qc results. The customer then performed calibrations and ran qc again and all results were in acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for (B)(6). There were no other similar complaints found during the searched period. The st aia-pack e2 , fsh, lhii and progiii analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is due faulty wash probe 2.

Event description:
A customer reported getting out of range quality control (qc) results on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.